Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered alerts for high pacing impedance. Additionally, it was reported that the rv lead was fractured. An rv lead revision is planned; however, the rv lead remains in use at this time. No patient complications have been reported as a result of this event.